Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise. High impedance was also reported. The lead was replaced. No further patient complications have been reported as a result of this event.